Event description:
It was reported that the patient felt strange and therefore, went to the hospital. It was discovered that the lead was dislodged. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.